Event description:
It was reported that during the procedure in an unspecified vessel, a promus stent embolized. Balloon dilatation was performed to crush the stent against the vessel wall. The procedure was completed using an unspecified device. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Potential factors that can effect stent dislodgement within the body may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. There was no report of any damage observed to the promus stent delivery system (sds) or the stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty experienced. There was no reported information on the patient anatomical morphology (tortuosity or calcification), which may have aided the investigation. An attempt was made to request clarification from the account regarding the vessel and lesion characteristics, as well as details on the reported stent dislodgement; however, no additional information was available. It is possible that the sds interacted with the lesion during advancement and/or retraction of the device, such that the stent became disrupted on the balloon and eventually dislodged into the vessel, although this cannot be confirmed. As the product was discarded by the account, it was not returned for analysis and may have also further aided the investigation. Based on the information provided and without the product to examine, a definitive cause for the reported stent dislodgement could not be determined. The reported device embedded in vessel or plaque and additional therapy/non-surgical treatment appear to be secondary effects of the reported stent dislodgement as a balloon catheter was used to crush the stent against the vessel wall and the procedure was completed using a new unspecified device. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force. The lot history record review and similar incident query for this product were not performed because the lot number was not reported and the product was not returned for analysis. Based on the investigation, there does not appear to be any indication of a product quality deficiency.